Manufacturer narrative:
(B)(4). The investigation was completed on 01/19/2015. Retain cartridges were tested and are functioning according to specification. Return product was not available for investigation.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 2.25 on a male patient. The customer states that the patient arrived with chest pain and I-stat troponin was elevated, ECG did not show an acute mi. The patient was admitted into the hospital with serial enzymes ordered (admitting diagnosis: atypical chest pain, rule out acute coronary syndrome) and later discharged. Per I-stat 1 system manual (art: (B)(4)) the reference range for I-stat troponin is 0.00 - 0.08 ng/ml. The result of 2.25 was outside range and not what would be an expected performance of the assay. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: lab troponin t, result: 0.00, time: 7:08am; I-stat, 2.25, 7:11am; I-stat, 0.00, 9:10am. There are no injuries associated with this event.

Manufacturer narrative:
(B)(4).